Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation was determined that the gripper lever leak and lock lever leak were due to the polyimide tubing protruding over the o-rings; however, a cause for the polyimide tubing protrusion (irregular appearance) could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), a leak was observed, and it if were to reoccur in the anatomy, has the potential to cause or contribute to an air embolism. It was reported that during preparation of the clip delivery system (cds), the device was prepared per the instructions for use (IFU). After the handle was filled, the red cap was closed. While prepping the lines, the lock lever and gripper lever caps were slightly loosened to de-air. After tightening the gripper lever cap, a drip was observed. The cap was attempted to be tightened further but was confirmed to be tight and the dripping was still present. It was noted that the plastic coating of the gripper line was seen in the thread of the cap; therefore, the cap was slightly loosened again and then tightened but the drip was still present. The decision was made to not use the cds. There was no patient involvement. A new cds was prepared and used without issue. There was no clinically significant delay to the procedure. No additional information was provided.